Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
The patient reported a developed "splotchy, red rash" under the tape collar of the device. The rash has persisted for several months. The patient has reported using this brand and model of device for several years without issue. The patient discontinued use of the device and switched to a new brand and model. The rash allegedly resolved on its own. When the patient has attempted to switch back to the previous device used the rash reappears. No further patient complications were reported as a result of this event.